Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was unknown at the time of the incident. Customer reported that today when filling her reservoir she believed all the bubbles were out. Customer reported that during the fill tubing is when she noticed a large button near the top of the reservoir where the tubing connects. Approximate size of air bubbles is large bubbles. Customer stated that previous reservoir ran out of insulin due to. Customer stated that now the current reservoir has four o-rings due to inserting an additional reservoir end. Customer stated because of it all the insulin came squirting out of the reservoir. The reservoir will not be returned for analysis.